Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 497 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother also mentioned that they could smell insulin while changing the reservoir. The reservoir will be returned for analysis.